Manufacturer narrative:
(B)(4). Should any additional information be received by the customer or the international distributor then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation. An RMA number has been issued to the customer for the return of the suspect component so that carefusion can perform an evaluation.

Event description:
The international distributor in (B)(4) stated that a customer reported this avea ventilator not passing the initial leak test and had a "vent inop" error message. This was followed by the safety valve opening and the unit not cycling. The error log shows a "bad ifs (inspiratory flow sensor)" error message and the pressure transducers do not respond to calibration attempts. The tca (transducer communication alarm) board was replaced, but the ifs fault persisted. The gde (gas delivered engine) was replaced with a good known gde and the issues were corrected. The international distributor does not know if there was a patient involved during this reported event.